Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the device analysis is complete. (B)(4).

Event description:
The treatment area was the proximal circumflex artery (cx). The diamondback 360 coronary orbital atherectomy device (oad) was spun for 3 treatments on low speed. When an attempt was made to reposition the viperwire advance guide wire flex tip, it was observed through angiographic imaging that the viperwire tip had fractured. The fractured component was located in the distal circumflex artery. A snare was used to successfully retrieve the fractured component. A new viperwire and stent placement was performed to complete the procedure. The patient was stable and discharged the same day. The physician noted that the oad did not contact the viperwire, crown jumping was not observed. There was no clear indication as to how the fracture occurred, but in the physician's opinion, it was possible the viperwire was in the distal side branch for a short time and was fixed there and became damaged during repositioning.

Manufacturer narrative:
The viperwire guide wire was received for analysis. The viperwire guide wire was fractured near the spring tip. Analysis found evidence that the diamondback 360 coronary orbital atherectomy device (oad) contacted the spring tip causing the fracture. The root cause of the failure is due to use not consistent with the instructions for use (IFU). The coronary IFU cautions to maintain at least 5mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft to prevent contact of the drive shaft tip and the guide wire spring tip and to further advance the viperwire as necessary to maintain the 5mm distance. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).